Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Visual examination of the returned product identified the handle, shaft, and junction end show wear from previous uses. Distal tip hex has fractured. Fractured piece(s) were not returned with the device for evaluation. White discoloration is noted on part of the fracture surface. No other damage was noted. The hardness was tested and found to be within specification. The tapered shaft diameter was also tested and found to be within specification. The device has an approximate field age of 9 years. The fracture surface has been previously analysed and visually aligns with a torsional overload fracture failure mode. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ china. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of the screwdriver broke. There was a 40-minute delay to remove the tip, but the tip was unable to be removed. A foreign body was retained. Attempts have been made and no further information has been provided.